Event description:
Caller reported that pump battery would not charge, and a power source alert was received. There was no adverse impact to customer's blood glucose level. Customer attempted troubleshooting by leaving wall adapter plugged into a working outlet for at least 30 minutes, which resolved the issue as pump began charging. No further assistance was required.